Event description:
The pt's system was explanted due to skin erosion.

Manufacturer narrative:
Additional suspect medical device components involved in the event: sc-3108-35, 7453 lead extension, 35cm (phase I); sc-2108-70m, 9841 linear lead, 50cm (phase ii); sc-3108-35, 7021 lead extension, 35 cm (phase I), sc-2108-70m, 10001 linear lead, 50cm (phase ii).